Event description:
Olympus was informed that during preparation for an unspecified procedure, the video telescope showed a green image and lines in the image. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was returned to the olympus service center in hamburg, germany for evaluation/investigation. The evaluation/investigation at the service center confirmed the occurrence of the reported ¿green image¿ and ¿lines in the image¿ and traced it back to a defective cable assembly. Thus, the reported incident was attributed to component failure. In addition, the service center also found a cut in the grey protective hose of the cable unit, the cable unit to be overstressed near the strain relief and a damage of the optical fiber bundle at the distal end. These damages were caused by external force and can thus be attributed to use error and wear and tear. However, they are not directly related to the reported image problem. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.